Event description:
It was reported that the saline solution inside of a clearlink system secondary medication set turned cloudy and white, indicative of a potential adverse interaction of the set¿s material with the fluid. This occurred while the line was being ¿back flushed¿ and as solution entered the set¿s drip chamber. No particulate matter was observed. A patient was reportedly involved, indicating that the patient was connected to the setup when the issue occurred. The reporter stated that the cloudy solution was not infused into the patient. The line was replaced, and a new procedure was performed with no issues occurring. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the solution in the drip chamber had a cloudy/hazy appearance. Fourier transform infrared spectroscopy and x-ray spectroscopy revealed that the cloudy appearance of the solution was due to the presence of small crystalline particles that were identified as calcium stearate. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.